Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection is a known adverse event as listed in the armada 35 pta catheter instructions for use as a known potential adverse effect associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the lesion was in the highly calcified superficial femoral artery that was 100% occluded. After crossing the lesion with the balloon, a long inflation was performed during which a slight dissection was observed in the lesion. The lesion and the dissection were treated with the deployment of a non-abbott planned stent. The patient is reported to be fine post procedure. There was no clinically significant delay in the procedure and no additional information was provided.